Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Patient later presented in clinic and upon interrogation the atrial lead exhibited noise. Multiple episodes of inappropriate mode switching were documented. The physician suspected lead fracture. Reprogramming sensitivity was unsuccessful. The lead was extracted and replaced on (B)(6) 2019. The patient was stable before/during/post procedure.